Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, the balloon ruptured at an unknown pressure. Balloon fragments were left in the vertebral body. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device, nor films of applicable imaging studies, were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual analysis shows that a large part of the balloon is missing and the inner is totally distended (att.2 <(><<)>(><(>&<)><(><<)>)> 3). Distal and proximal marker band was not more on the inner shaft. Functional analysis on the balloon was not possible, but the valve of the a-adaptor has been tested and worked for inflation and deflation without any difficulty. Based on the information provided, the most probable root cause of the balloon that burst cannot be defined because a large part of the balloon is missing. But it could be due to contact of the balloon with bone splinters and/or surgical tools during the surgery. The received balloon indicates that after the balloon has bursted, it was probably blocked in the vertebral body. The surgeon had probably needed to use more strength to take the balloon out. This has broken the balloon and distended the inner shaft.